Event description:
The patient reported their incision site was red and infected. Antibiotics were prescribed and the patient was instructed to follow up. On (B)(6), 2025, the implanting clinician advised the patient to go to the hospital for an explant procedure due to inadequate skin healing. The patient was admitted to the hospital for antibiotics, an explant procedure was preformed on (B)(6) 2025, the patient was discharged and went home later that day.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the surgical site was closed using staples which is non-complaint to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the surgical site was closed using staples (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.